Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support observed insulin exiting the infusion set tubing without another alarm occurred. Possible cause of occlusion may be related to the infusion set site. Contact declined to remove the cannula for inspection and resumed insulin delivery without changing any supplies. Customer's blood glucose was approximately 400 mg/dl.